Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise image occurred. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Additionally, noise image occurred due to damage on electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an image that turned on and off every two seconds during inspection for use. There were no reports of patient involvement.